Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to insulation damage observed during a recent device replacement procedure. During the replacement , it was also noted that the rv lead exhibited noise and oversensing. During the extraction of the rv lead, it caused the atrial lead to dislodged. Both leads were removed and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.